Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, and also found that there were cracks on the video plug and the camera cable was damaged (there was signs of twisted wires). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that the reported phenomenon was attributed to the failure of the communication between the video processor and the subject device, which might be caused by the cracks on the video plug and/or the damage (twist) of the camera cable. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.